Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
It was reported that after drawing up insulin into the syringe, "the vial would suck the medicine back down into the vial." The reporting facility also indicated that leakage of insulin was noted whenever filled syringes were transported using the facility's pressurized tube vacuum system. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample available.